Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during use with the clip delivery system (cds), irregular movement was noted which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the left atrium; however, when m-knob was applied, the device moved lateral. A couple more attempts were made, but the device continued to move lateral with m-knob; therefore, the p-knob was used to continue steering the device. The clip was deployed without issue. Two clips were implanted, reducing the mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. After the procedure, the first cds was tested on the back table, and the device responded correctly to m-knob. There was no adverse patient effect or a clinically significant delay in procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported sleeve steering issue, resulting in difficulty positioning the device, could not be identified. It was reported that after the procedure, the clip delivery system (cds) was tested on the back table and the device responded correctly to m-knob. This indicates that it was likely procedural conditions (e.g. Patient anatomy or unintended curves on the device) that contributed to the event; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.